Event description:
It was reported that on literature review "effect of low temperature plasma knife in tonsillectomy", 1 patient had an infection after a tonsillectomy using an evac 70 wand and the coblator surgery system. Unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper name: effect of low temperature plasma knife in tonsillectomy

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Smith and nephew has not received the requested patient specific documentation, or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (¿patient had an infection after a tonsillectomy using an evac 70 wand and the coblator surgery system.¿) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.